Event description:
This is filed to report difficult to remove and clip migration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the valve had a large flail at p3. An xt clip was inserted and successfully deployed on the mitral valve. To further reduce mr, a second xt clip was inserted. The clip was advanced into the left ventricle (lv). However, the physician forgot to raise the grippers prior to advancing into the lv. Therefore, while the clip remained in the lv, the physician raised the grippers. This caused one of the grippers to get caught on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed from the anterior leaflet. Therefore, the physician decided to deploy the clip. The clip was deployed on the leaflets, but it was observed the posterior leaflet was not under the gripper, but laid on top of it. The clip was deployed, but it was observed the leaflets was very mobile on the posterior leaflet. To stabilize the xt, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that the mitraclip g4 instructions for use instructs the user to raise the grippers. This is performed prior to advancing the clip into the left ventricle. Based on the information reviewed, the reported improper or incorrect procedure or method/user error is associated with the physician forgetting to raise the grippers prior to advancing into the left ventricle (lv) and raising them in the lv, resulting in one of the grippers becoming caught on the anterior leaflet and ultimately resulting in partial clip movement. The unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to design, manufacture, or labeling of the device. (B)(4).